Manufacturer narrative:
A new side rail assembly was sent to the facility to repair the bed.

Event description:
Information received indicates a weld at the right side rail pivot point is broken, which is preventing the side rail from latching.